Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the physician noted that the patient's right atrial (ra) lead had low p waves, and does not sense well. The physician believes that there is a structural issue leading to the low p waves. As well, the patient's right ventricular (rv) lead had diminished r waves while helix is extended. Both leads were implanted with a satisfactory outcome. No patient complications have been reported as a result of this event.